Manufacturer narrative:
No medwatch form was received.

Event description:
During follow-up visit an alert stating increased pacing lead impedance and capture threshold were observed. Micro-fracture suspected. The lead was explanted and replaced.